Event description:
It was reported that during a colonic stent placement procedure, deployment and positioning difficulties were encountered. The 90% stenosed lesion was located in an unspecified, small lumen portion of the colon that was "hardly identifiable". It was noted that an unspecified endoscope was unable to be fully advanced to the lesion. Upon preparation of the 30/25 x 6 wallflex enteral colonic stent, it was noted that the stent had moved on the stent delivery system (sds), however, the physician advanced the sds to the lesion. At an unspecified time the stent became stuck and the stent was difficult to deploy and was deployed in an incorrect position. A second, unspecified, stent of a different length was placed to complete the procedure. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device was disposed of at the user facility, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.